Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump had hardware low level failures error. Customer¿s blood glucose level was 115 mg/dl. Customer stated that they were able to clear the alarm first but they received the alarm again in the self test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.